Manufacturer narrative:
(B)(4). There is no appropriate result code. The visual inspection confirmed that the lower maryland jaw broke at the shoulder. The broken half was not returned. The remaining piece was still attached to the clevis assembly. No functional testing could be performed with the damage sample. Functional testing was performed on new samples in an attempt to duplicate the failure and break the maryland jaw. The incident could not be duplicated during this evaluation. This evaluation tested system strengths while grabbing, holding and pulling heavy mass. Intentional breakage was done by placing a good sample in a vice and the assembly was restricted. Intentionally used set of pliers and put axial force on the jaw (over extending it) too failure. This was to visually compare similarities between the two samples. The breakage can only be reproduced when jaws are restricted and excessive axial loading is applied. The system is designed to dissect tissue and organs; excessive loading against stronger and rigid structures could produce yielding of the jaws at its thinner section resulting in breakage. Other remarks: the root cause cannot be confirmed at this time; witnessed marks on jaw teeth suggest strong gripping on hard surface. No corrective action is required at this time. The manufacturer will continue monitoring complaints for similar incidents and gather more data.

Manufacturer narrative:
(B)(4). The device history review for the product (B)(6) dissector, lot #73m1500302 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The dissector was used for 2 and 1/2 hr. In a difficult case. At the end of surgery, the jaw broke in the abdomen and fell. The physician was unable to pull the dissector from the shaft and had to take out the tip with the shaft. The physician said that the dissector was not as firm at the end of surgery. The patient's condition was reported as fine.